Event description:
It was reported that during a gastrectomy procedure the hand switch on the device did not work. There was no adverse consequence to the pt.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.